Event description:
Reported received from turkey stating the device was "heating" and "the cutters cannot be inserted." The device was not being used during a procedure. No patient or user injuries were reported. There was no additional provided.

Manufacturer narrative:
The device has been received by anspach. Reliability engineering evaluated the device and the reported problem was confirmed. The bearings of the attachment were damaged and a cutter could not be inserted. This condition is indicative of improper or ineffective cleaning and maintenance of the equipment. If additional information is received, a supplemental report will be sent.